Event description:
On 06/6/2024 it was reported by an arthrex subsidiary employee via email that an ar-1920nsf corkscrew pulled out. The case was completed using another ar-1920nsf corkscrew. This was discovered during a shoulder arthroplasty procedure on (B)(6) 2024. Additional information was provided on 06/11/2024, where the arthrex subsidiary employee stated another ar-1920nsf corkscrew was used to complete the case. The suture did break and the fragments were retrieved. The patient had a regular bone quality. This resulted in a 10-minute delay. There was no additional anesthesia administered and there wasn't any negative effect on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.